Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), would reportedly not be explanted for evaluation. It was reported that the patient outcome was not considered to be device related. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away due to disseminated intravascular coagulation (dic). The patient had bi-ventricular heart failure. Bi- ventricular assist device (bivad) was heartmate 3 (hm3) implanted. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. Additional information stated that the patient was on venoarterial (va) extracorporeal membrane oxygenation (ECMO) prior to ventricular assist device implant. While attempting to come off cardiopulmonary bypass (cpb), it was noted significant pulmonary edema and difficulty ventilating so was placed on venovenous (vv) ECMO. The patient became profoundly coagulopathic once off cbp and required x blood products including full dose factor 7. High volume continuous resuscitation was required to maintain pre-load and unfortunately developed oliguric renal failure. Based on multisystem organ failure, support was withdrawn after discussion with family. Related MFR# 2916596-2023-00021.

Manufacturer narrative:
(B)(4). Related MFR# 2916596-2023-00021. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.